Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the fifth firing during lobectomy, the device was fully fired, the surgeon could not return the black return knob to the initial position, jaws did not open properly. The clamp cover stopped at 1.5cm from the proximal end of the cartridge. A few b-formed staples still stayed at the cartridge. As the surgeon could not return the black return knob to the initial position by force, he/she could not remove the cartridge from the handle. The device did not lock on tissue and was removed from the tissue without damaging it. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.